Event description:
It was reported patients scs leads had migrate and confirmed via x-ray. As such surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.